Event description:
A malfunction was reported on a pump, but no significant events occurred before this issue, and there was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support, replaced the pump with a new one that included updated software, and was guided on returning the faulty pump to tandem. The customer confirmed that they have the necessary understanding to store the pump, did not require a delivery signature, and would continue using their current pump for backup therapy.